Manufacturer narrative:
:Concomitant medical products: product ID, 3889-28, lot# v864451, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The consumer reported painful stimulation and uncomfortable stimulation. The patient turned stimulation off on her own because she was getting strong spasms, it burned and she could not stand it. The patient could control when she needed to go by exercising and strengthening her pelvic floor. She felt she was good with the device. No further information was provided. If additional information is received, a follow up report will be sent.